Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hernial procedure for an umbilical hernia, while being applied at the intra-peritoneal, after the trocar was inserted, the mesh had a 4cm defect. They used an ipom approach and also utilized absorbable tackers and transfascial sutures as a fixation system with 4 sutures and 25 tacks as fixation points. The mesh was found to be wet and transparent as a 10-5-5 trocar was used. Patient had to be operated again to remove the infected mesh and he also stayed in the hospital for 2 weeks. They completely removed the infected mesh after 2-3 weeks. An additional operation will be performed to correct the issue. The patient was alive.